Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14525518/14751112.

Event description:
It was reported that the patient no longer feels stimulation despite adjusting the amplitude up to the maximum setting. High impedances on the lead was reported. X-ray was taken and revealed a fracture on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.